Event description:
It was noted that a 'no cassette' alarm occurred during priming. There were no patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event captured as first day of ICU aware date the suspect pump was returned for evaluation. Review of the event history log (ehl) confirmed repeated occurrences of nda (no disposable alarm) during pump operation. The service history indicates that ICU had received two prior repair requests; however, these were unrelated to the current event. The most recent repair was completed on (B)(6) 2025. Visual and functional inspection revealed no physical damage to the device. The complainant¿s allegation could not be confirmed; however, the probable cause was identified as a defective downstream sensor. The device was returned unrepaired at the customer¿s request.